Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s cto recanalization catheter was returned for evaluation. During visual evaluation, the distal tip had material separation from the outer catheter but still attached to the core wire. Functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for the material separation, as the tip had a material separation under magnification. A definitive root cause for the alleged material separation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter are identified in d2 and g4. H10: d4(expiry date: 01/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superior femoral artery via ipsilateral antegrade approach, the tip of the catheter allegedly separated after fifteen seconds of use. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 01/2023). The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter are identified in procode and date rec¿d by MFR.

Event description:
It was reported that during a recanalization procedure in the superior femoral artery via ipsilateral antegrade approach, the tip of the catheter allegedly separated after fifteen seconds of use. It was further reported that another device was used to complete the procedure. There was no reported patient injury.